Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported there are particles in the syringe. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed. The syringe barrel has a hand drawn black circle. Inside the circle is a dark colored speck that is 1/64" in size. The speck is not embedded but is ink from the syringe barrel scale printing process. Based on the size and nature of the speck it is considered an acceptable imperfection. No other defects or imperfections were observed. No further actions are required. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Particles in the syringe.

Event description:
Particles in the syringe.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.